Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the patient's allegation. E4 occlusion errors were found in the history, and all e4 errors were triggered correctly. The e4 errors were not cleared according to the user guide. The occlusion limits were tested successfully on the diagnostic test system and meet the specifications. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The patient stated she refilled the same cartridge several times. The cartridge and infusion set are sterile products intended for single use only. The history showed that the user did not set the date and time correctly; therefore, no significant history analysis could be done. There were no problems with the supercap. A supercap is a capacitor used for providing energy to the memory integrated circuit to keep the date and time setting for a while when no battery is in the pump.

Event description:
On (B)(6) 2013, it was reported that the pt's infusion device had displayed e4 (occlusion error) 3-4 times during the day of (B)(6) 2013. The pt did not change any of the infusion device's accessories and her blood glucose level had risen to over 500 mg/dl in the evening. The pt went to the hospital and the doctor detected that the infusion device was not delivering insulin. The pt was treated with injections of insulin and her blood glucose level returned to normal. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.